Event description:
On (B)(6) 2026, a patient underwent a ultrasound guided kidney biopsy procedure using maxcore instrument. During the procedure, the instrument obtained no specimen in the cannula and actuator button feel stuck. No coaxial needle was used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f :the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd